Manufacturer narrative:
Based on above information, it cannot be ruled out that the issue was due to defective ball bearings, likely due to aging and frequent use, and possibly related to extensive exposure to liquid over time, e.g. During cleaning, favored by erc weak design. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp a device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Unit was returned to tssi munich and the error was reproduced. After replacing the groove ball bearing and performing preventive maintenance, the error was solved. The issue is a known issue for wthich corrective actions to prevent fluid ingress are in place in manufacturing lines. The complained clamp was manufactured before implementation of the mentioned corrective actions. Based on above information, it cannot be ruled out that the issue was due to a failure of clamp electronic and mechanical components, possibly related to extensive exposure to liquid over time, e.g. During cleaning, that led to fluid ingress, favored by erc weak design. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the adjustment mechanism washer of an electrical remote-controlled tubing clamp (scp) had a failure post procedure. Through follow-up communication with a livanova field service representative who was dispatched to the facility to investigate the device, it was learned that the issue was related to groove ball bearing, leading not possibile to adjust the pump speed. There was no patient involvement.